Manufacturer narrative:
This device is classified as import for export, therefore 510k is not applicable. Model epk-3000us is available in the USA with a 510k number k172156. Evaluation summary: it was caused due to a malfunction of the pcb for process and the dust inside. This report is being filed as part of the pentax backlog management plan.

Event description:
This event occurred before use. There was no report of patient harm. Can not power on. A problem had occurred 4 days after the last repair had been completed delivery.